Event description:
It was reported that patient under went in for surgery in 2001. Physician noted contraction of the incision, and keloid formation. In 2001 the scar was revised for cosmetic purposes. Suture spitting was also noted, and , because of this, the surgeon attributed the scar contracture to the suture.